Event description:
Reportedly, device cracked after repeated sterilizations. Being returned for evaluation.

Manufacturer narrative:
Device evaluation: the cylindrical end and the replica end exhibited cracks at the polyphenylsulfone plastic connection to the handle rod. Only the cylindfical end is attached to the rod. Broken piece is detected at the replica end. Additional information: this evaluation supports the customers claim. Safety risk was evaluated and product risk assessment was conducted. As a result of the risk assessment, CAPA was opened and has addressed this issue. Customer has been apprised of these actions through follow up correspondence.